Event description:
It was reported that during cleaning at the user facility a piece of the cordless driver 2 that secures the battery came off. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The engineering technician was able to confirm the damaged battery latch. Based on the risk documents, the latch may become damaged due to a blunt force such as a drop.